Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It was reported through the submission of a revision implant sheet that patient's right knee was revised. Revision implants comprised an mrh construct consisting of tibial insert and sleeve, femoral bushings, rotating hinge and component, and bumper insert.

Manufacturer narrative:
An event regarding a revision surgery involving an unknown knee implant was reported. The event was confirmed as a revision implant sheet was provided. Method & results: device evaluation and results: not performed as product was not returned medical records received and evaluation: no medical records were received for review with a clinical consultant device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including lot details, operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
It was reported through the submission of a revision implant sheet that patient's right knee was revised. Revision implants comprised an mrh construct consisting of tibial insert and sleeve, femoral bushings, rotating hinge and component, and bumper insert.